Event description:
The customer reported lower than expected results from multiple vitros slide assays were obtained from a single non-vitros biorad quality control sample tested on a vitros 5,1 fs chemistry system. Glu result: <20.0 mg/dl vs expected 284.0 mg/dl. Lac result: <0.5 mmol/l vs expected 4.3 mmol/l. Acet result: <10.0 mg/dl vs expected 92.0 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient samples were not tested during the timeframe of the event; however, the investigation could not rule out that patient samples would not be affected if the event were to occur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that lower than expected results from multiple vitros slide assays were obtained from a single non-vitros biorad quality control sample tested on a vitros 5,1 fs chemistry system. The most likely assignable cause of the event was instrument related. It is likely the customer inadvertently moved the right slide alignment guide out of alignment and bent the rt eject blade when removing a slide jam. Performance precision testing and biorad quality control results were within acceptable guidelines after field service actions were taken, indicating the vitros 5,1 fs system was returned to its expected performance.